Event description:
It was reported that the patient was seen the emergency room. No pacing, magnet response, or interrogation was possible with the device. It was to be replaced the next day (2008). Additional information was later received indicating the device was still implanted. Investigation of what devices the patient had and their status was done. It was found that the patient did have the same medtronic device, which had been reported initially. The device was at eol (end of life), and there was reported to be no output. The device was explanted and replaced in 2009. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: normal battery depletion. Other: it was reported that the patient was seen the emergency room. No pacing, magnet response, or interrogation was possible with the device. It was to be replaced the next day (2008). Additional information was later received indicating the device was still implanted. Investigation of what devices the patient had and their status was done. It was found that the patient did have the same medtronic device, which had been reported initially. The device was at eol (end of life), and there was reported to be no output. The device was explanted and replaced in 2009. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated interrogate, failure to magnet mode discrepancy output, none pace, failure to low battery.